Manufacturer narrative:
The device was not returned for analysis, as it was discarded following the study. Review of the device history record was not possible, as the lot number is unk. The cause for the reported burn remains unk.

Event description:
The physician reported a burn on the patient's back. The burn was discovered on the pt's upper back the day after the procedure. Per the physician, the location of the burn corresponded to where the edge of the dispersive electrode would have been placed. The pt was discharged with no further consequences. The hosp did not use a cleaning agent on the pt's skin prior to application of the patches. There were no changes in the lab procedure.